Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2015 with the following findings: the battery cap was not returned; therefore a test battery cap was used for testing. There was no evidence of missing segments found on the display screen. The reported issue was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and the letters had a red hue. Also unrelated to the complaint, there were battery compartment cracks found along the side and from the bottom traveling up to the bumper. The audio bolus button was also found to be torn; however, the audio button was found to be responsive to user input.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.